Event description:
It was reported that interrogation of the pulse generator was difficult using a merlin programmer. The device could be interrogated with a 3510 programmer but the message "data not read" was displayed. Measured battery data from 2007 was 2.72 v, 14 ua, 5.1 kohms with a magnet rate of 96 ppm. The device was not at elective replacement in-dicator (eri). The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.